Event description:
In 2007, the patient was implanted with gore tag thoracic endoprostheses to treat an aneurysm in the descending thoracic aorta, with intentional coverage of the left subclavian artery. During coil embolization of the left subclavian through brachial artery access, the patient suddenly lost blood pressure. There was no evidence of a rupture or blood loss. The patient was stabilized with an intra-aorta balloon pump and moved to cardiac intensive care in hemodynamically stable condition, but went into cardiopulmonary arrest later that night and expired.

Manufacturer narrative:
Method - other - a review of the manufacturing records has been conducted. Results - other - the manufacturing records review verified that this lot met all pre-release specifications. Additional devices: tg3415/05276891, tg3410/04448008, tg3410/04797961.